Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00168: screw.

Event description:
While implanting an aculoc 2 plate, a driver was used to engage a 2.3mm locking screw. The driver tip broke off and could not be removed from the screw head; it remains implanted.

Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. An oblique fracture pattern with two faces was found at the radius where the shaft transitions into the hex for the driver. An oblique fracture pattern with two faces likely indicates a combination of an excessive twisting and bending load were placed on the driver during use.

Manufacturer narrative:
Returned driver was examined visually under magnification. This found a torsional fracture pattern indicating failure of the driver during twisting with an applied bending moment. Fracture lines can be seen along the fracture surface indicating some evidence of possible fatigue before failure. The fracture line ran horizontal from the bottom edge of the fracture surface of the driver tip, indicating it was beginning to fracture as the section of the tip broke off.